Manufacturer narrative:
The subject product was returned to omsc for investigation. The investigation confirmed that the coating was torn and partially extended. Approximately coating was missing for 4 mm. The tube and the knife were deformed and the distal end of the tube peeled. Also as the result of checking the manufacturing record of the same lot, nothing abnormal detected. According to the investigation, omsc assumes that the damage of the coating occurred due to contacting with the metal part of the forceps elevator of the endoscope. This report is being submitted as a medical device report in an abundance of caution.

Event description:
Olympus medical systems corp (omsc) was informed that during an endoscopic sphincterotomy (est) with sphincterotome, the doctor noticed that the distal end of the device fluffed on endoscopic image before activating output. He exchanged it and completed the procedure with another device. During the investigation, omsc found the plastic coating on the cutting wire was partially missing. There was no report of patient injury regarding this report.